Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
On 12/15/2022, it was reported by a sales representative via email that an ar-3636 1.8 knotless fibertak repair stitch was passed, loaded through shuttle stitch, and folded over at the purple line. Surgeon was pulling in line with the cannula when the stitch broke in half, about 3 inches above where the link is swedge and sewn together. Another ar-3636 1.8 knotless fibertak was opened, and the same thing happened. This was discovered during a posterior labral repair procedure on (B)(6) 2022. Additional information requested.